Event description:
Customer reported receiving an error alarm on the insulin pump and that the keypad was unresponsive. Customer also reported that the numbers on the screen were scrolling during bolus. Blood glucose level was 82 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected restart alarm or scrolling numbers noted during testing. Insulin pump passed unexpected restart error test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.